Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing chunks of foam in water chamber . There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing chunks of foam in water chamber . There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of water ingress with potential mineral deposit spots and an unknown white and black contamination (dust like), potential hair and light gray film of unknown contamination in the bottom of the blower box, blower motor, air input of the blower box- and throughout the inside of the enclosure. The manufacturer also found evidence of slight black contamination, consistent with keratin in the air outlet of the blower box and on the blower motor seal. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of black potential hairs, an unknown brown and black contaminants in the humidifier box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress and an unknown contaminate, hair, dust and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d10, g3, h3 and h6 has been updated / corrected.